Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra2 meter displayed inaccurately erratic results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter was reading erratically at 8:30am on (B)(6) 2019, when he obtained alleged inaccurate blood glucose results of ¿180 and 120 mg/dl¿, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference between the reported results falls outside lfs¿ precision criteria. The patient manages his diabetes with a combination of novolog , lantus and victoza insulin, metformin oral medication and exercise. He denied making any changes to his usual diabetes management routine after obtaining the alleged inaccurate results and reported that he took his usual diabetes medications and exercised. He reported that approximately 8 hours later, he developed symptoms of ¿sweating, weakness, dizziness and palpitation of the heart¿ which he associated with a low blood glucose excursion. He denied receiving any treatment for his symptoms above or beyond the usual routine of diabetes care and management. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The patient described the correct testing steps. He also confirmed that his test strips were within expiry date and had been stored correctly in an intact vial. The patient did not have control solution to test the meter and test strips. Replacement products, including control solution, were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, after obtaining alleged inaccurately erratic blood glucose results on the subject meter and following his normal diabetes management routine.